Event description:
It was reported that the after opening the preloaded monofocal intraocular lens and viewing it under the microscope, it was noticed that the cartridge was cracked down on both sides. The product had patient contact, but the lens was not implanted. Based on the investigation result, it was confirmed that the damage was noticed at the tip of the cartridge. The procedure was completed using backup lens. No further information was provided.

Manufacturer narrative:
Section a2 (date of birth), a3b: unknown; information not provided. Section d6a: if implanted, give date: not applicable as the device was not implanted. Section d6b: if explanted, give date: not applicable as the device was not implanted. Section h3: evaluated by manufacturer: yes. Device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated. The photo shows the suspect cartridge with a lens advanced and the lead haptic unfolded. The cartridge and cartridge tip were observed to be damaged. Based on photo quality, no further issues were observed. Since no product was received no further evaluation was performed. The complaint issue cartridge crack was not identified during photo evaluation. The observed cartridge damaged is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.